Manufacturer narrative:
(B)(4). The customer report of a leak was confirmed and duplicated during evaluation. The assignable cause due to a hole in the tubing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A home patient's (hp) peritoneal dialysis (pd) nurse reported to a baxter renal homecare service representative (hcsr) the hp developed peritonitis. The pd nurse reported the hp realized that fluid was leaking on the floor due to cut lines on the cassette. Product surveillance contacted the hp's mother regarding the reported incident. The patient line leaked during therapy and the homechoice did not alarm. The hp's mother stated the leak was noticed right away. The patient began having symptoms of peritonitis on (B)(6) 2010. The hp's mother stated there was no damage noted to the overpouch and she does use a sharp object to open the box of cassettes. She indicated the cassettes involved were not from the top of the box. She stated they do have a cat in the house, but their son did not see the cat in contact with the line. The samples were taken to the dialysis center and are reported to be available for evaluation. No additional information provided.

Manufacturer narrative:
(B)(4). The following additional information was obtained from the peritoneal dialysis (pd) nurse. A culture was performed with no growth. The patient was treated with antibiotics and was not hospitalized. Per the pd nurse, the patient has recovered. There was no report of an exit site or tunnel infection. The patient began pd therapy on (B)(6) 2009.